Event description:
Patient implanted with a 7.3mm cannulated screw on an unknown date. Patient returned to operating room on an unknown date for screw removal due to pain. Patient was not revised to any additional hardware.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.